Event description:
Boston scientific received information that during the implant procedure, the right ventricular (rv) pacing impedance measurements were greater than 2,000 ohms. The competitive rv lead was removed from the header of this implantable cardioverter defibrillator (ICD), the terminal pin was wiped clean of blood, and the lead was re-inserted into the device. The lead was tested again and the pacing impedance measurement was now within range at 900 ohms. It was reported that the patient experienced a syncopal episode in recovery. The device was interrogated with no issues noted, and the lead measurements were found to be normal. The physician determined the syncope was vasovagel, due to the sedation, and was not device related. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains in service without further complications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.